Event description:
Event description boston scientific crm received information that this atrial lead has high impedance readings of 1570-1640 today in both bipolar and unipolar modes. The april 2000 lead impedance was 770, so they are concerned about the atrial lead. The patient did mention having a syncopal event recently and he decided to come in to get his device checked. The pacemaker is on an advisory.